Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the report of suspected pump thrombosis and a specific cause for the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined. The submitted system controller log file contained approximately 30 days of data from (B)(6) 2017 at 20:34 to (B)(6) 2017 at 11:24 and captured an elevation in power above 10w on (B)(6) 2017. Pump power, estimated flow, and average pi ranged from 5.3-10.1w, 4.7-12.0lpm, and 2.7-7.2, respectively. The events captured in the log file showed the system operated above the low speed limit for its duration. The patient remains ongoing on vad support and no further events have been reported. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 81 days.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for suspected pump thrombosis. Log file analysis completed by the manufacturer¿s technical services representative revealed an increase in power and a decrease in average pi over time. Heparin infusion was initiated and lactate dehydrogenase (ldh) returned to baseline. No additional information was provided.